Manufacturer narrative:
No device sample is available for investigation by the manufacturer.

Event description:
Complaint alleges: the customer reports that the catheter broke at the funnel. No patient injury reported. Patient current condition is fine.